Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2019, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 08-jun-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) 2,000 mcg/ml at 425.1mcg via an implantable pump for unknown indication for use. It was reported that when physician made incision, the catheter was cut and was lost in the abdomen. After searching, physician decided to tie off catheter in spine. Between pump pocket and spine segment, 38.75cm of catheter was explanted. Catheter was tied off and 91.75cm remains implanted. Of note, when physician was trying to tie off catheter, catheter kept breaking. Even with gentle hand suturing. Diagnostics/troubleshooting included blunt dissection to search for catheter in pump pocket. It was reported that they attempted to place new catheter, but could not access intrathecal space due to large fusion. Patient had been put on oral baclofen and referred to neurosurgeon to replace catheter and pump. The issue had not yet resolved. The patient's weight and medical history were asked but made unknown.

Event description:
Additional information received from the company representative indicated that the event had been resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2019, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.